Event description:
A user facility reported a saline bag back filled during set-up mode. A patient was not connected to the machine at the time of the incident. The facility technician replaced the air separation chamber, valve 30 and valve 41 on the device. One valve and the air separation chamber is available for the manufacturer's evaluation. The machine was returned to service.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow-up report will be filed upon completion of the investigation.